Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested return for credit of an ilet pump due to dissatisfaction with automated bolus amounts, concern about not seeing real-time insulin delivery, recurrent nocturnal hypoglycemia, and repeated bent teflon cannulas despite two factory resets. Symptoms included hypoglycemia with confusion, with the lowest blood glucose reported in the 30s mg/dl for approximately 30 minutes, and the user self-treated with oral carbohydrate. Outcomes included no medical intervention, no assistance from others, and receipt of device low glucose alerts. Investigation included customer care review, user interviews, and coordination with field and shipping teams; the device and unopened supplies were returned. Investigation of this case revealed user-reported concerns about algorithm-driven insulin dosing and infusion set performance, with no alarms for malfunction and no evidence of device hardware failure identified by customer care. It was concluded, based on previously established findings for similar reports, that the cause was unclear.